Event description:
It was reported that during a mandibular osteotomy the tip of the side cutting bur broke off and was retrieved. There was no report of injury and the surgery was completed with another bur.

Manufacturer narrative:
To date, the device has not been received for an evaluation. Upon return of the device, a follow,up report will be sent.